Event description:
On (B)(6)2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
Qn#(B)(4) the device has not been returned for investigation.

Event description:
On (B)(6) 2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with 31 staples left in the cover block, indicating that at least four staples were fired by the customer. Evidence of use in the form of biological material was observed on the returned stapler. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The staple was able to be fired from the device. The next four staples were fired successfully. The remaining staples were successfully fired into a simulated skin pad. During the firing process of the first 10 staples, added resistance was observed. After this, the extra resistance was no longer observed. The device was disassembled, and no defects or anomalies were observed. The source of the resistance when initially firing the stapler could not be conclusively determined. This is because no defects were observed with the internal components, and all staples fired and formed correctly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual exa mination of the returned stapler revealed that the staples appeared properly aligned. Upon functional inspection, the staples were able to properly form and were successfully fired into a simulated skin pad. However, added resistance was encountered when firing the first 10 staples. The device was disassembled, and no defects or anomalies were observed. The source of the added resistance when initially firing the stapler could not be conclusively determined. This is because no defects were observed with the internal components, and all staples fired and formed correctly. Additionally, each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A device history record review was performed, and no issues related to the complaint were discovered. Teleflex will continue to monitor and trend on complaints of this nature.